Event description:
It was reported that the patient was determined to be allergic to the adhesive, a few days after implant. About 2-3 days after it healed up the incision opened up at the end and ¿it started oozing stuff out¿. The patient went through 2 rounds of antibiotics and they ¿thought she was having a reaction to the stitches¿. When the patient went in for the check up a week later, it had cleared up and they said everything looked good. A few days after that appointment, the patient noticed ¿if I touch it or lay on it, it feels like someone is stabbing me with a knife¿. The patient was directed to see her physician. Follow up is being conducted to obtain information regarding further interventions and patient outcome. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).